Event description:
As reported: lead impedance when using the tip is >2500. Pacing from the ring was possible with a high threshold and low impedance causing high battery drain. So at change out the lv lead was revised by adding a quad lv lead. Additional information was received that this lv lead was tested with the psa at explant and the impedances were still high out of range. The root cause was determined to be lead fracture, but location was not known.

Event description:
As reported: lead impedance when using the tip is >2500. Pacing from the ring was possible with a high threshold and low impedance causing high battery drain. So at change out the lv lead was revised by adding a quad lv lead.